Event description:
Customer reports 4 incidents of blood leaks between 10/00 and 01/00. 3 incidents occurred on unknown reuse numbers and the incident that occurred on 01/13/01 occurred on reuse #6. Leaks occurred during pt treatment and were noted by blood leak alarms and visible blood in the dialysate. Estimated blood loss was 250cc's per incident. Treatment was able to be continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.

Event description:
Customer reports that they had 9 incidents of blood leaks during the month of 12/2000. No pt injury or medical intervention reported. No further info available.